Manufacturer narrative:
The device was received 10/24/2024 for evaluation. The chemolock was observed to be broken off the spike. The reported complaint of a leak could be confirmed. The returned sample was observed to have a broken chemolock from the spike. The probable cause of the leak is an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for return. A lot history has been provided, a device lot history review is pending.

Event description:
The event occurred on an unspecified date and involved a 30" (76 cm) appx 3.9 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, chemolock¿ w/red cap where it was reported that when bag of chemotherapy was hung at the patient's chairside it leaked. There was patient involvement, unknown patient harm and unknown delay in therapy. They had 3 incidences of leaking and have checked the bags and the integrity seems fine. This report 1 of 3 occurrences.